Event description:
It was reported that the tubing occluded around the filter and priming was impossible. The tubing set had to be changed. This was a recurring event. No patient was involved and the incident occurred during preparation.